Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h4, h6, h11. Corrected fields: h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive laser fiber broke, and a spark of flame happened. The issue occurred during a therapeutic ureteroscopy procedure with delay. The procedure was completed with an olympus back-up device. There were no reports of patient harm.